Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken control knob, the upper case was broken and the encoder was pushed inside the device. Analysis also noted that the output connector assembly was broken, the encoder assembly and four knobs were contaminated, and two output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged control knob. The status of the epg is unknown. There was no patient involvement. It was further reported that the epg was returned for service.